Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: internal charge-coupled device flooding and a loose coupler. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: for the image distortion, the information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. For the flooding, it was likely that the water flooded from the damaged part of the cable. For the loose coupler, the information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject camera head image was distorted. There was no harm or injury reported.